Event description:
It was reported by the affiliate that during a colectomy procedure, there was an error 5 instrument error code. After 30 minutes there was an alarm on the generator. Generator tested, instrument was tightened according to protocol, one of the jaws broke and error code 3. Had to perform a laparotomy.